Event description:
Healthcare professional reported right side "rupture" confirmed via MRI. Healthcare professional later reported "shell ruptured". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b1, b5, d6b, e1, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Later healthcare professional reported "shell ruptural". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.